Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one month post filter deployment, CT revealed pulmonary embolism within the right lower lobe pulmonary arterial branch which appears unchanged since the prior CT angio chest dated on the day of implant. Approximately ten years later, CT revealed filter below the renal veins and the filter struts had penetrated through the wall of the ivc into the pericaval/mesenteric fat. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for the alleged filter limb detachment and pe post implant. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that the filter struts perforated into the ivc wall and extended into the percival and mesenteric fat. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The detached strut was retained in right hip and pelvic area and the patient experienced lower back pain, along with repeated pulmonary embolism; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that the filter struts perforated into the ivc wall and extended into the pericaval and mesenteric fat. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The detached strut was retained in right hip and pelvic area and the patient experienced lower back pain, along with repeated pulmonary embolism; however, the current status of the patient is unknown.